Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that during a knee surgery the tip of the device bent. The reported event was confirmed as the evaluation revealed that the shaft is bend. This is typically caused by applying excessive leveraging forces (see evaluation picture 3).

Event description:
It was reported that during a knee surgery the tip of the device bent. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.